Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6a, d6b, h6.

Event description:
Additionally reported was "any creases". The device has been explanted.

Manufacturer narrative:
Continued: e.1. State: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device remains implanted and will not be returned. Patient was prescribed singulair.